Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited inappropriate high-voltage therapy due to noise oversensing. As a resolution programming changes were made. The patient condition was stable.